Event description:
A report has been received where the end user was walking into the kitchen to get something off of shelf and the right leg broke in half. Reportedly the end user fell to floor and is in serious condition however, no further information was provided on the detail of the alleged serious condition. We are in process of gathering information and a supplemental report will be filed with any information received. The end user was delivered this unit on (B)(6) 2012.